Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega needle driver instrument was found to have a broken cable even though there was no excessive movement. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that a cable was found protruding from the distal end of the instrument while suturing. There were no issues with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. The instrument did not collide with any other instrument or tool during the procedure. There was no report of fragment(s) falling inside the patient. The procedure was delayed for less than 10 minutes. No intra or post operative complications occurred due to this delay. According to the surgeon, this event did not impact the procedure and patient¿s health and there is no concern about procedure delay causing any long-term complications with the patient.

Manufacturer narrative:
The instrument was requested to be returned for evaluation by the failure analysis team, but it has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint of broken cable was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.